Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer declined troubleshooting. Customer had called in to link her meter to replacement pump. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. No further complications were reported. The customer will continue to use the product. Frn-mmt-332-rsvr, unomed inf set.